Event description:
The device was used during an oopherectomy procedure. Reportedly, the cartridge disengaged into the pt's cavity. The component was retrieved laparoscopically without incident. A new instrument was used to complete the procedure.

Manufacturer narrative:
5/8/97-supplemental report #1 submitted to FDA. Additional results code entered in h6(200). The disposable loading unit (cartridge) loaded and remained secure but the approximating lever broke due to user mishandling.